Event description:
Caller alleged discrepant inratio 2 results. Results as follows: date: (B)(6) 2012, inratio inr: 3.9 and 1.0. The time between the two inratio tests was 5 minutes. The pt's therapeutic range was not provided. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.